Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-16917. It was reported the patient did not recharge the ipg as recommended. During the procedure on (B)(6) 2021 the physician accidentally cut the lead while attempting to remove excess tissue. The ipg was explanted and replaced and a partial lead was left implanted. Surgical intervention may take place at a later date.